Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). It was reported that the patient faced an event of blockage at site and was alerted by an alarm 2 followed by alarm 26. Patient changed supplies as necessary and resumed insulin therapy. No further information available.